Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown healing abutment was unable to disengage from the implant. Doctor confirmed that more strength was applied to remove the healing abutment and implant came out attached to the healing abutment. Tooth location 21.

Manufacturer narrative:
One unknown healing abutment along with osseotite® tapered certain® implant 3.25 x 8.5mm (xifnt3285) were returned for investigation. Visual evaluation of the as returned products identified dried blood and bone around the implant and a severely damaged abutment. Functional testing was performed for the returned products and it was determined the devices failed functional testing as they could not be removed from each other and were stuck. Additionally, assessment of the returned unknown healing abutment determined the most likely product information as being an ep one-piece healing abutment for certain internal connection for a 3.4 mm diameter implant, (ismhaxx). However, based on the condition of the returned product (severely damaged and unable to separate to take accurate measurements), the item number of the abutment cannot be determined. Therefore, the IFU/rmf documentation was referenced for the most likely product information based on the available information. A pre-existing condition noted on the per was low (type iii) bone density. The reported devices were located on tooth # 21 and were implanted for approximately 2 years. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown healing abutment) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown healing abutment. However, a complaint history review was conducted for the likely product family (ismhaxx) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (xifnt3285 & unknown healing abutment). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices. The following sections have been updated: b4: date of this report. D2: device name product code. G4: date received by manufacturer. G5: PMA/510(k) number. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.